Event description:
It was reported the procedure was being performed on a female pt in the pcu. The PICC was placed into the pt's right brachial and a blue bullseye was attained with the proper p wave elevation and typical caj doppler signature. The PICC was secured in a usual fashion and they were not manipulated afer insertion. The portable cxr came back with the PICC 5 to 6cm in the right atrium. After achieving the blue bullseye the pt's arms were placed by their side to make sure the tip would not drop into the right atrium. The PICC was retracted 5cm per the radiologists request. There was no delay in treatment and no pt death or complications were reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.